Manufacturer narrative:
This report is report is being submitted to correct the impact codes field (h6) in section h, device manufacturers only. Good faith effort attempts were made to try and retrieve additional details regarding the reported event. As of today, no information has been received. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this insertable cardiac monitor (icm) device eroded from the chest of the patient. The patient went to the emergency room (ER) where they were able to push the device back under their skin. A few weeks later, the boston scientific field representative provided this icm device was properly transmitting data to the server. Additional information has been requested but not provided; due diligence is complete. No additional adverse patient effects were reported. This icm device remains in service at this time.

Event description:
It was reported that this insertable cardiac monitor (icm) device eroded from the chest of the patient. The patient went to the emergency room (ER) where they were able to push the device back under their skin. A few weeks later, the boston scientific field representative provided this icm device was properly transmitting data to the server. Additional information has been requested but not provided; due diligence is complete. No additional adverse patient effects were reported. This icm device remains in service at this time.